Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 300 units of cold insulin. The customer¿s blood glucose level was 258 mg/dl. Reportedly, a new cartridge was loaded successfully and insulin delivery was resumed.